Manufacturer narrative:
Plaschke et al. Revision total elbow arthroplasty with the linked coonrad-morrey total elbow arthroplasty: a retrospective study of twenty procedures." International orthopaedics (sicot)(2013). 37:853-858. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. Initial reporter - the article was written by hans christian plaschke, theis thillemann, anne kathrine belling-sorensen and bo olsen.

Event description:
It is reported in a journal article that one patient underwent elbow arthroplasty revision due to ulnar stem fracture nearly 9 years following elbow arthroplasty. No further information is available.